Event description:
It was reported that stent damage occurred. A 38 x 2.50 promus premier¿ stent was advanced to treat the lesion. However, the device was unable to cross the lesion. The device then was removed from the patient and upon inspection,it was noted that the distal edge of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported. Patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).